Event description:
Device 2 of 2 reference MFR. Report #: 1627487-2011-03151.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Eval results: the ipg successfully communicated with the test standard programmer. As received, the septums were cored and severe discoloration was observed in the septums and in the bottom of the silicone header. The discoloration was likely due to the cored septums. It is unk when the septums were cored. Auto-testing and continuity testing revealed the multiples channels were shorted to the ipg can. The silicone around the ipg can was cut to clean the discoloration using alcohol. Continuity testing revealed the shorts were still present after being cleaned. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.